Event description:
It was reported that the patient developed fat necrosis in the back while connected to the device

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. Belmont has not yet received the unit back for investigation. Cliniclogger data was provided and evaluated. It was reported that the patient developed fat necrosis in the back while connected to the device. It is unclear if the device caused or contributed to this patient outcome. As an injury was reported and user facility report was submitted, belmont will file a report. The cliniclogger data from the event was reviewed by engineering. The data showed the water out getting over 40 c briefly but no temperature that would likely contribute to any injury. This stayed lower than the maximum water out temperature of 40.8 c as stated in the operator manual. Based on the data reviewed, the system functioned correctly. No device malfunction could be verified. Belmont has requested for additional information, including the patient's size, the wrap part number, the wrap lot number, and the frequency of patient repositioning. A follow-up report will be submitted upon completion of the investigation.